Event description:
It was reported the customer went to the emergency room and hospitalized with a blood glucose level of 220 mg/dl, and ketones that were not identified as dangerous by a healthcare provider. Suspected cause was that the pump was not working properly and possibly aggravated by dehydration from working in the heat. The customer attempted to address their bg with a bolus via pump but was treated with intravenous fluids of saline and insulin, which resolved the issue. The customer was released on 8/4/25 with no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.